Manufacturer narrative:
The reported event could not be confirmed as sample was not returned for evaluation. A potential failure mode could be "stop point setting too low causing seal to hit the catheter and damage product". A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure.

Event description:
It was reported that the patient experienced blood sometimes and the coude intermittent catheters are kinked in the packaging. The patient was upset to discover red rubber coude intermittent catheters by bard are manufactured 2016 and earlier. Also when the patient used the hydrophilic, it would not absorb the water. No medical intervention reported.